Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional testing including the displacement, operating current, error test, rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and passed the dat test at 0.08730 inches noted. Pump received with cracked lcd window noted. No possible under delivery anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump was under delivering insulin. The customer blood glucose level was 390 mg/dl at time of incident and current blood glucose level was 251 mg/dl. The customer blood glucose level was 238 mg/dl. The customer was treated with manual injection for high blood glucose. The customer allege pump was under delivering because blood glucose was rising. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised that the pump will need to be replaced. The insulin pump will be returned for analysis.